Event description:
Procedure: thoracotomy. According to the reporter: the cartridge did not open and was jammed. Additionally, the staples did not fire which resulted in a ripped lung. Another device was used to complete the procedure.

Manufacturer narrative:
Date initial report sent: 08/14/2007.